Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a change in therapy. The patient reported that over the past week he has been leaking more and that yesterday he was on program 1 at 3.1 and was "leaking all over the place even worse than before I had it in." The patient also reported that stimulation at 3.1 was "kind of bothering me so I turned it down to 3.0." Troubleshooting was not conducted during this call as the patient did not want to use speaker-phone. It was reviewed with the patient how to move to program 2 and the patient was also advised to consult with his healthcare provider, the change in therapy was noted as gradual. The patient's wife called back and reported the symptoms described above and wanted help changing programs. The caller confirmed that the patient was on program 2 at 3.0v and the caller was assisted in changing to program 3. On program 3 stimulation was confirmed at 2.6v, but this stimulation was uncomfortable for the patient and so it was decreased to 2.4v. It was reviewed with the caller that it may take time for the body to adjust to changes in stimulation output. One (B)(6) the patient's wife called again and reported symptoms originally reported. The caller stated that the patient is currently on program 4 at 2.6v, but the patient is still having the same terrible urgency and frequency issues. The caller stated that the patient seemed a little better on a different program, but that would only be after increasing stimulation and "then suddenly therapy would stop working." The caller also reported that the "programming automatically changed from program three to four on it's own." The caller things that there is something wrong with the ins. The patient was advised that if changing the programs on the ins has not helped to resolve the patient symptoms the patient should really follow-up with his healthcare provider. The patient has an appointment with his healthcare provider next monday. Patient status is unknown at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the ins was replaced on (B)(6) 2016 because they was something wrong, or not working, with the first ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.